Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an abnormal smell from the device. The device was returned to the biomedical dep with a note that stated, "constant alarm with abnormal smell". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During the testing at the user facility, it was noted that there was fluid ingress in the printed circuit board and a burnt component on the power supply printed circuit board. Though requested, no additional information was provided